Manufacturer narrative:
(B)(4). Batch # k5cc6w. The analysis results found that the ats45 device was received in good visual condition and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/3 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed without any difficulties noted. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch. Additional information requested and received: what type of procedure was the device used in? Lar; how was the procedure completed? Reinforce suture; was there any patient consequence or change in the post-operative care of the patient as a result of the event? No; it was confirmed that the event happened during use on the patient. After the first use, the staple formation was not perfect at the distal side so reinforce suture was done, and for the second use the jaw was not closed perfectly, so the device was changed to the new one. There was no effect on the patient.

Event description:
It was reported that during an unknown procedure, malformed clips. It is unknown what was used to complete the procedure. There were no adverse consequences for the patient reported.